Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required alarm indicating a voltage issue with the internal battery was observed. The device's internal battery and system board were replaced to address the issue. The device was cleaned and tested. The device passed all final testing.

Manufacturer narrative:
The manufacturer previously reported a service required alarm indicating a voltage issue with the internal battery was observed. The device's internal battery and system board were replaced to address the issue. The device's system board was returned to the manufacturer's product investigation laboratory for investigation. The component was tested, and no malfunction was observed. The technician concludes the component operates as designed.